Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding the therapy, which occurred on the homechoice pro (hcp) during use. The patient stated the machine was only in drain 2 of 6 and she should almost be done. The patient had drained 3230ml and the fill volume equaled 2000ml. This met increased intra-peritoneal volume (iipv) criteria. The patient did not perform an off cycler manual exchange or fill. The patient did not currently have symptoms. The iipv did not occur during o.r. Due to off cycler exchanges. The patient's dry weight equaled (B)(6). The patient did not have symptoms during fill 1 or dwell 1. The patient did not connect before "connect yourself" was displayed. The patient did not press go prior to closing clamps when "close all clamps" was presented at the end of therapy. The cycler did not lose power while the patient was connected. That day's ultrafiltration (uf) through the last cycle completed equaled 1385ml. No further information was available. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported iipv. The rn stated the patient had not made the clinic aware of the iipv. The rn stated they just recently saw the patient and everything was fine. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.